Manufacturer narrative:
A1 - patient identifier: (B)(6) (total of 2 patients). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On 31may2024, the customer provided additional falsely elevated alinity I free t4 results across multiple alinity I processing modules. The following information was provided (reference range for free t4: 7.9-14.4 pmol/l): tested the week of (B)(6) 2024 using reagent lot 61390ud00: sid (B)(6) = initial result = >64.35 ((B)(6)); repeat result = 12 ((B)(6)) sid (B)(6) = initial result = 20 ((B)(6)); repeat result = 14 ((B)(6)) there was no impact to patient management reported.

Event description:
On (B)(6) 2024, the customer provided additional falsely elevated alinity I free t4 results across multiple alinity I processing modules. The following information was provided (reference range for free t4: 7.9-14.4 pmol/l): tested the week of (B)(6) 2024 using reagent lot 61390ud00: sid (B)(6) = initial result = >64.35 ((B)(6)); repeat result = 12 ((B)(6)). Sid (B)(6) = initial result = 20 ((B)(6)); repeat result = 14 ((B)(6)). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 61390ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 61390ud00 was identified.